Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received was received from a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was overdischarged and hadn't been charged in over a year. The rep reported that she thought this might be the patient¿s second or third overdischarge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) has been dead for at least a year, and did not last the full time. The patient stated that they need to have the ins replaced. They also mentioned that they needed an MRI, but they cannot have an MRI because the implant is not working. The patient stated that the MRI center turned the patient away because the device was dead, and could not be turned on to determine if the patient was MRI eligible. Patient services reviewed that the patient¿s device does not have MRI feature mode. The patient was redirected to their healthcare provider regarding device replacement. Healthcare provider listings were sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that a physician mode recharge (pmr) had been attempted but the patient¿s device didn¿t respond. It was noted that the patient¿s device was at end of service (eos) as of (B)(6) 2015 due to three overdischarges. The patient needed an MRI for an unrelated brain tumor. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a MRI technician regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The MRI technician stated that the patient told them that their ins has not worked in a while and requires replacement. No other information was known. They could not troubleshoot due to lack of access to the product. There were no patient symptoms reported and no complications reported.